Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The third-party manufacturer of the trumpf table was informed of this event. The manufacturer performed an investigation into this event and provided the following results: the investigation found that this event was caused by user error as the hospital staff had the table orientation incorrect. No product issues with the trumpf table were found. Use of the trumpf table in conjunction with the da vinci robotic surgical system allows for integrated table motion. Integrated table motion allows the surgical staff to reposition the patient without undocking from the da vinci system. When users turn on integrated table motion, brakes release on joints of the da vinci xi system¿s patient cart, allowing the instrument arms to move safely with the patient. When users turn off integrated table motion, these instrument arm brakes reapply and are ready for surgical use.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication is attributed to a trumpf table motion issue. The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial number): site history, event verification, system/instrument log review. Section d: the surgeon indicated that the trumpf table movement may have caused the unexpected contact between the da vinci cannula and patient anatomy. It is unknown what da vinci cannula was in use at this time. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the liver was lacerated. An assisting general surgeon wanted to observe the transverse colon, when the table movement did not function properly and caused a laceration on the liver. A blood transfusion was administered, and the patient was reportedly doing fine post-operation. The surgeon said the trumpf table moved in an unexpected way which led to the patient¿s liver being lacerated. The surgeon said they think the da vinci cannula might have come into contact with the liver, causing the laceration, but they were unsure. It is unknown why a general surgeon was assisting during this procedure. The csr was informed by a nurse that they found the trumpf table head and feet positions were swapped. The customer called in the event to intuitive and this event was sent to trumpf. The nurse said they were able to resolve this by swapping the table positions on their own. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the surgeon of this procedure; however, as of the date of this report, no further details have been received.